Event description:
I was gifted a pair of eyebobs board stiff in brown sugar progressive readers in +250 magnification. After less than two weeks of use the lens kept popping out and although I could place it back in the problem was persistent. I contacted (B)(6) customer service seeking assistance in this matter and was suggested by them I purchase new lenses. I then explained that I took the glasses to an optical shop and was told there was a defect in the lens groove and they could not be repaired. They have replied since I could not provide proof of purchase which I am unable to do as they were a gift through a senior center and I do not know who took my name with a list of items I could use nor does the center know as names are given to people who purchase a gift and give it anonymously back to the center to give to us. Then I could send them to them and they would see if their in-house optical could repair them which I already knew was not possible. After looking at reviews, I found a theme of replace the lenses, issues honoring the warranty, poor quality and terrible customer service. I did not request this brand or any brand but it appears that there are problems with their non-prescription readers and such products are classified as class 1 medical devices.